Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected for any abnormalities and the following was observed: the frame distorted/canted, likely due to explant. Torn leaflet at cusp 1 (cp1) in between the commissure c1 and c2. Two tears on cp3 leaflet. One next to commissure c1 and the other at the base of cusp near inner skirt. Multiple struts exposed through skirt, normal after crimping and use. Leaflets wrinkled, likely due to frame distortion resulted from device explant. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Although torn leaflets were seen on the returned device, the complaint for valve damage was unable to be confirmed as the valve was distorted due to device explant. Due to the condition of the returned device, it is unable to determine when the leaflet was torn (before or during explant). The tools used for removing the device could have caused damage to the leaflets. Evaluation did not identify any potential manufacturing non-conformance. A review of the lot history, complaint history, DHR and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the first valve was deployed was post dilated with a 20mm atlas balloon. This caused a 'flail' leaflet. The leaflet looked torn.' Per IFU/training manual, 'to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon', 'consider post-dilation if paravalvular jets are clinically significant' and 'post-dilate with the delivery system'. In this case, the valve leaflet was likely damaged during the balloon post-dilation. If the valve leaflet is damaged, the motion of the leaflet can be restricted leading to central regurgitation. As such, available information suggests that procedural factors (balloon post-dilation) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified; therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05052.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, product code, and PMA number. A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a pulmonic tavr in a previous surgical valve, two 9600tfx sapien 3 23mm valves were implanted. As reported, the first valve was deployed was post dilated with a 20mm atlas balloon. This caused a 'flail' leaflet. The leaflet looked torn. A second valve 9600tfx sapien 3 23mm valve was required and during deployment, the commander balloon ruptured causing the preexisting conduit to dehisced at the distal sutures the patient was taken to surgery to repair. Patient is stable and recovering in ICU.